Event description:
Upon retracting jacket lock number 1, the contralateral pull wire was dislodged out of the figure 8 track. Since the wire was not in its track, it lodged between the superior capsule and the inferior ipsilateral capsule. Due to the dislogement, the jacket was not retractable. The pt was converted and is recovering.